Event description:
Patient family called to report 2 incidents of tpn tubing leaking. Leakage discovered on bedding and patient during infusion. Changed out tpn set but used the same tpn bag. Reported that the leakage appeared to be coming from the filter.